Event description:
Pt reported that they are experiencing alarm issues with both of their cadd solis pumps. Pt advised they mixed a new cassette today around 3:30p.m. But the pump began beeping once the cassette was attached to the pump and alerting 'downstream occlusion, clear occlusion between pump and patient'. Pt reports they confirmed no kinks or clamped tubing but the alarm kept going off. Pt reported that they mixed another new cassette and everything was working fine for about 3 hours before the alarm started again. After performing the same troubleshooting steps as before, the pt physically picked up the pump which cleared the error and turned off the alarm for a moment before it resumed. Pt advises that this is occurring with both pumps. Pt advised they are able to keep their infusion running by moving the pump and immediately clearing the alarm. Nursing reached out to the pt and the pt reported they noticed air in the cassette and re-primed fixing the issue. Device serial numbers are unknown. The fault occurred while in use with the pt, however, it is unknown if the issue caused or contributed to pt injury. It is unknown if the device is available for return as the pt is currently using the pumps. The pt did have a backup pump to switch to but they ended up fixing the issue and not needing to do so. Pt was able to successfully continue their life-sustaining infusion and the event is resolved. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current treprostinil dose is ng/kg/min. Diagnosis for use: pah (pulmonary arterial hypertension). This report captures cadd solis pump #1. Pt: 4580. Device: 2591, 2423. Ref: mw5189517.